Event description:
It was reported to us on 4/6/1999 that a covered esophageal stent was involved in an incident that was unsuccessful. The stent was placed, but did not open up in spite of attempts to dilate. This required removal of the original stent and placement of a second device one week later. No device was returned for eval.